Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer that the system showed stator not on errors; the system was down. The fse determined the cause of the problem to be the circuit breaker on the stator transformer could not be reset. The fse replaced the stator transformer assembly and verified system functionality. The stator transformer assembly steps up and down the voltage for the stator. Failure of the stator transformer assembly can cause stator not on errors. Replacing the stator transformer assembly resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The stator transformer was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.